Manufacturer narrative:
Device not returned for evaluation. Device left in patient at this time per the complainant. No lot number was provided by the user, however two lots of this part were available to the user at time of use. These two lots dhrs were reviewed with inconclusive results. Device not returned.

Event description:
Customer alleges that a patient who had a 2 level acdf (c4-c6) had an early screw fracture. The original implantation date was (B)(6) 2017 and corelink was notified of the alleged fracture on (B)(6) 2017. The fracture was discovered during the patients post-surgery follow-up. The user identifies the patient to be a "larger woman", (B)(6) (no exact weight or date of birth was provided). The alleged screw fracture took place at the c6 level. The screw utilized was a 4.5mm x 18mm fixed angle self tapping screw (20445-18) used in conjunction with 5 other screws and a 30mm 2 level plate.